Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol perfix plug (device 1) used to treat the patient. The patient's attorney did not allege any specific device failure and a sample was not returned for further evaluation. The information provided by the attorney states that the patient has six (6) alleged dates of injury that are connected to the implant of the perfix plugs (devices 1 and 2). As medical records have not been provided, we are using (B)(6) 2006 as the date of event as this is the first date of injury post-implant of the two perfix plugs (devices 1 and 2). No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol perfix plug device used to treat the patient and any problem with the perfix plug device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1); an additional emdr will be submitted to represent the bard/davol perfix plug (device 2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plug (devices 1 and 2). As alleged, the patient incurred unspecified injuries on the following dates: (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2008, and (B)(6) 2009. The patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."